Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/28/2021. Additional information was requested and the following was obtained: it was reported that the suture detached from the needle during a cervical stitch procedure. The suture and needle were both removed from the patient with no adverse results coming from the problem. As all was removed safely and there were no changes to post procedure protocols. Device was not and will not be returned.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pc6403, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break off of the suture or did the needle pull off of the suture? Was there any change in the patient¿s post-operative care as a result of the event? Will device be returned for evaluation? Procedure name and date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke off suture while performing a cervical suture. There were no adverse patient consequences reported. No additional information was provided.